Event description:
Surgeon was using the device when the handle locked up and would not work. Caused slight delay in procedure, but no adverse effect on patient; no change in plan of care.======================manufacturer response for laparoscopic sealer/divider, ligasure advance monopolar tip lap sealer/divider (per site reporter).======================we plan to return the device to the rep for evaluation.what was the original intended procedure?had an attempted laparoscopic sigmoid colectomy with conversion to open sigmoid colectomy; cystoscopy and placement of ureteral catheter, left ureter.